Manufacturer narrative:
The tech visually inspected the bed and found nothing out of the ordinary and the bed functioned properly. There was no visual damage to the power cord or plug. The tech performed an electrical safety inspection: ground wire resistance .05ohms, leakage current 27ua, both were within specification. The tech could not duplicate alleged problem.

Event description:
The account's ICU nurse alleged she was shocked when plugging the beds ac power cord into an ac power wall outlet. The nurse was seen in the emergency room and no injuries were reported.